Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No bends nor kinks were observed to the soft cannula. No blood was observed on the device. The formed needle was inspected for damages that would cause bleeding/bruising, and none were observed.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Bleeding at the site was also reported and there were no ketones present when tested. As treatment, a manual injection of insulin was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.